Event description:
Per the clinic, the patient reportedly no longer experienced benefit from the device. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.